Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2018 noise and pacing inhibition were reported on this rv lead; the lead was capped the next day on (B)(6) 2018.